Event description:
It was reported that a malfunction code, specifically malf 1, occurred with the customer's pump, and it was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use mdi as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support sent a replacement pump and provided instructions for returning the malfunctioning pump. The caller was informed about steps to take upon receiving the new pump and acknowledged the instructions.